Manufacturer narrative:
(B)(4) remove check mark from other serious (important medical events) and add check mark for required intervention to prevent permanent impairment / damage devices (previously omitted). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The patient¿s age was reported as ¿early fifties¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced dyspnea, an allergic reaction, and subsequently died due to the allergic reaction after undergoing a surgery in which floseal was used as a hemostatic agent. The cause of the allergic reaction was not reported. On an unreported date, the patient underwent a surgery for a partial nephrectomy (pn). During the surgery, floseal was used to control bleeding and it was reported that "bleeding was controlled well as usual". On the day following the surgery, the patient suffered dyspnea. The surgeon suspected an obstruction and treated the patient with the remedial therapy for obstruction. Subsequently, at an unspecified time, the patient died. On an unreported date, an autopsy was performed and it was determined that the cause of death was an allergic reaction, not an obstruction. No additional information is available.